Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently implanted during a device replacement procedure, and it was positioned on the right side. The patient has a dual coil shock lead, and all measurements after implant were fine. It was noted that the implanting physician struggled to get the previous device out of the pocket and make the leads free enough to connect everything again. The physician was very thorough, and even connected the shock coil twice in order to verify insertion. The next morning, the shock impedance was observed to be greater than 200 ohms. Technical services was consulted and reviewed both device data and available images, and defibrillation threshold (dft) testing was recommended. The following week, dft was performed and was successful. This ICD remains in service, and there were no associated patient symptoms reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was recently implanted during a device replacement procedure, and it was positioned on the right side. The patient has a dual coil shock lead, and all measurements after implant were fine. It was noted that the implanting physician struggled to get the previous device out of the pocket and make the leads free enough to connect everything again. The physician was very thorough, and even connected the shock coil twice in order to verify insertion. The next morning, the shock impedance was observed to be greater than 200 ohms. Technical services was consulted and reviewed both device data and available images, and defibrillation threshold (dft) testing was recommended. The following week, dft was performed and was successful. This ICD remains in service, and there were no associated patient symptoms reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.